Event description:
(B)(4) was received on (B)(6) 2013 and only corrected and additional information will be provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was not received nor returned to manufacturer. Placeholder.